Event description:
Sinus navigation system was giving obviously incorrect tracking data and failed to register various handpieces connected to the disposable instrument tracker cable, such as the suction and frontal probes, but would register others, such as the calibration probe. Surgical procedure continued with minimal delay using the navigation data from the shaver blade, which uses a different tracker cable. Vendor representative arrived at the facility for unrelated issues and was asked to come in to consult, and he agreed with the initial impression of bent instrumentation. After the procedure was complete and patient had left the room, instruments and cables were collected and tested with the aid of the on-site vendor representative and phone based technical support. After opening a new tracker cable from the vendor's trunk stock and comparing against the original cable it was concluded that the cable was faulty. No obvious damage or defect was visible on the cable itself. The cable was disinfected and packaged for delivery to materials. Representative reported that he found, while verifying instruments, the geometry error on the instrument tracker was in the 200s. Swapped instrument trackers and the issue resolved. 10 minutes of delay. Device sent back for analysis. Manufacturer response for instrument tracker, n/a (per site reporter) representative was onsite and confirmed the cable was faulty. RMA # 00751655 was created, case number: 00751655, complaint number: (B)(4). Device was sent for analysis.